Manufacturer narrative:
Ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). Retrieved (B)(6) 2015. This report is for unknown humerusblock system/ unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Patient had a loss of reduction. Reosteosynthesis was performed 1 week postoperatively. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ortmaier, r., filzmaier, v., hitzl, w., bogner, r., neubauer, t., resch, h., & auffarth, a. (2015). Comparison between minimally invasive percutaneous osteosynthesis and locking plate osteosynthesis in 3-and 4-part proximal humerus fractures orthopedics and biomechanics. Bmc musculoskeletal disorders, 16(297). Retrieved (B)(6) 2015. (B)(4). During a study period of 3 years, 30 patients treated with angular stable plates, philos plate, for age, gender, fracture type and handedness (dominant or nondominant) to 30 patients treated using the humerusblock. This is for a (B)(6) female, implanted with a humerusblock system, with a 4 part type fracture. Patients had a loss of reduction. Reosteosynthesis was performed 1 week postoperatively. This report 6 of 10 for (B)(4). This report is for an unknown humerusblock system. A copy of the literature article is being submitted with the medwatch.